Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that upon sensor pod removal, on (B)(6) 2014, the sensor wire remained in patient's skin and detached from the sensor. Patient relayed utilizing tweezers to remove and reported it was successful. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).